Event description:
Device 2 of 2. Reference MFR report # 1627487-2012-00730. The patient ((B)(6)) is implanted with two ipgs. It was reported the recharge burden for both devices has increased. In addition, it was reported the patient's ipgs were turning off without prompting. Surgical intervention was undertaken to replace both devices. The new ipgs are reportedly working well.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.